Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving fentanyl (2000mcg/ml at 1826mcg/day), clonidine (623mcg/ml at 569mcg/day), and dilaudid (427mg/ml at 390mg/day) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient was in the emergency room (ER) on (B)(6) 2018. The representative interrogated the pump in the ER and the patient had an actively stalled pump. The stall occurred at 1pm on (B)(6) 2018. The representative confirmed that the patient did not have any electromagnetic interference (emi) or magnet interactions. It was noted that the patient had multiple comorbidities and withdrawal symptoms (vomiting). The patient was being transferred to another hospital due to cardiac testing. The managing hcp agreed to put the pump at minimal rate, but no one in the ER would update the pump to minimal rate and could not update the pump. The patient was being monitored and transferred. The hcp wanted to do a replacement when the patient was stable. Additional information was received from an hcp on (B)(6) 2018 indicating the patient showed evidence of narcotic toxicity. The patient had a left heart catheterization procedure on the date of report and started experiencing the symptoms sometime after. It was noted that the pump was not currently alarming audibly. It was noted that replacement was scheduled for (B)(6) 2018. During replacement, it was noted that the hcp wanted a 100mcg bolus with a 2000mcg/ml concentration. The catheter volume was 0.173ml and it was a total system prime. Additional information was received from the hcp on (B)(6) 2018 indicating that the hcp saw the patient briefly when they were admitted. At that time, the patient was post-cardiac catheterization and a code blue had been called for non-responsiveness. When the code blue was initially called, the patient was completely non-responsive and breathing at a rate less than 10 breaths per minute. After multiple doses of narcan and flumazenil, the patient's mental status improved to the point where the patient had spontaneous eye opening, was following simple commands, and was saying some words and non-sensical noises. The patient was brought into the intensive care unit (ICU) for further monitoring. The hcp called the manufacturer and was advised to turn the pump off by placing a magnet over the device, which was taped there overnight. Either just with time or because the magnet was there, the patient's mental status improved significantly overnight. As far as a definitive cause of the patient's encephalopathy, respiratory rate, altered mental status, andpartial response to narcan, was concerning for opioid toxicity. The patient was not having symptoms of withdrawal in the opinion of the hcp, as it would not have explained the patient's respiratory rate and the fact that there was no tachycardia. The hcp supposed that the patient's delirium could have somewhat explained the transient loss of consciousness, but the hcp doubted that the patient's symptoms were withdrawal at the time that he saw the patient. As far as the patient not completely responding to the narcan, the hcp attributed that to the clonidine component of the drip and didn't feel like the patient was getting overmedicated. The hcp stated that he could not definitively prove that the patient had elevated levels of narcotics in their system as their standard testing was only able to indicate whether there were or were not narcotics present, which would not be helpful as it was known that both narcotics and benzodiazepines were present in the patient's system. No further complications were reported or anticipated.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.